Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, atrial tachycardia (at) occurred and mapping was performed in the right atrium. As the blood pressure declined, echo identified that blood accumulated. Blood was aspirated and the patient was under observation. The aspirated blood was venous blood reportedly. The procedure was completed with cryo and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.